Manufacturer narrative:
(B)(4). An endobroncheal tube was received for investigation. Visual inspection found no anomalies. Inflation and deflation tests were performed and no asymmetric inflation or incomplete deflation of the cuff was confirmed. The customer reported malfunction was not verified on the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use tests, the endobronchial tube cuff inflated asymmetrically and failed to completely deflate. There was no patient involvement. There is no report of serious injury or death associated with this event.